Event description:
Kimberly clark received a medwatch indicating that "a portion of a 6fr suction catheter approx 10cm in length was revealed in the distal end of the endotracheal tube." The 10cm piece of the suction catheter was removed via bronchoscopy. It should be noted that the catheter was in place for days. No injuries to the infant were reported. Kimberly-clark, has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. (B) (4).

Manufacturer narrative:
The incident sample has not been provided for eval. Without a lot number, the device history record cold not be reviewed. However, upon review of the product code and incident history, this appears to be a related to user-error for cut catheter. The directions for use contains a warning label that states "fully withdraw trach care* catheter before cutting endotracheal tube, otherwise the catheter may also be cut". We will continued to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations and corrective actions will be taken.